Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that¿on (B)(6) 2019, the caller was told by a healthcare provider (hcp) that the ins is non-functioning. Caller did not know any further information regarding report that ins is non-functioning. Caller stated that the patient did not report that they are not receiving therapy benefit, but stated the patient¿ is (B)(6) and not always able to comprehend. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue. The patient had some scans done during the appointment. Caller stated they are not sure if the patient has programmer to confirm therapy status. Caller will look for the patient's programmer and will follow-up with hcp to confirm therapy status.

Manufacturer narrative:
G2 correction: 'company rep' checked in addition to previously reported 'consumer' and 'health professional' . Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep originally reported end of service (eos), but then stated the patient went to the healthcare provider's office in (B)(6) of 2019 and they were unable to communicate with the patient's ins using the clinician programmer. The caller was unable to confirm eos, but suspected it. Additional information was received from a health care professional (hcp). The hcp reported that the patient needed a head MRI (not alleged to be related to the device/therapy) but the patient¿s interstim system was not working, per the patient¿s family member. The caller was noted to not have any further details about this issue and technical services reviewed that it was possible that the patient¿s ins battery was dead given the amount of time since implant. The national answering service number was given to the hcp in case they wanted to page a manufacturer representative (rep) to check the interstim status. The caller was going to discuss further with the patient and MRI staff about doing the MRI on the ins that may have a dead battery. No further complications were reported at this time.